Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported by a patient that the needle mechanism did not deploy as intended during activation.

Manufacturer narrative:
The returned device reported an 0x34 alarm for a processor reset for unknown reason issue. The alarm occurred after only 21 pulses according to the download data, which prevented the needle from deploying as intended. The devices download data also showed both timeouts and a drive stall. After the housing was removed, the ratchet gear firing flat appeared to have not rotated a single pulse, with the clutch spring still held in a locked/loaded position by the latch spring, indicating that 0 pulses were actually exhibited by the ratchet gear. The middle battery measured 1.21 volts, however it could not be decisively determined if this was or was not enough power to sufficiently run the device or if it was the reason for the pod to alarm with an 0x34 alarm code.